Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 93 mg/dl and the sensor glucose was 55 mg/dl at the time of the incident. The customer reported the sensor glucose that triggered the suspend event was 48 mg/dl. The customer states insulin pump keeps beeping and says that the customer¿s sensor glucose value is low. The customer states she has gotten this and she has been at blood sugar readings of 96 or 100. The customer state her pump is suspended on low right now. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.